Event description:
It was reported that patient with a history of recurrent dislocations underwent revision hip arthroplasty on (B)(6) 2008 where the modular head and acetabular liner were removed and replaced. During the revision procedure, the surgeon debrided marked synovitis and a cyst from the hip joint. The liner was placed in a well-fixed acetabular cup utilizing a competitor's cement. The operative notes from the procedure reveal that the surgeon "roughened" the outside of the acetabular liner prior to cementing the liner in the cup. It is not known when the well-fixed acetabular cup was originally implanted. Subsequently, the patient underwent another revision procedure on (B)(6) 2008 due to disassociation of the constrained liner and acetabular cup. The liner and cup were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. The lot number information needed to review device history records was unavailable. Evaluation of the returned component found grooves on the surface of the inner diameter consistent with roughening from implantation. Based on the examination of the cup and review of relevant medical records, it is likely the disassociation resulted from a failure of the cement interface. This report filed (B)(6) 2010.